Event description:
Customer states that he had an adverse event while using the advantage meter. Customer states that he took a blood glucose reading and obtained a reading of hi (greater than 600 mg/dl). Customer then took 6-8 units of his son's unknown type insulin not based upon medical advice, then went to bed. The customer's daughter found him about 2 hours later; he was experiencing hypoglycemic symptoms of weakness, shakiness, sweatiness, and "out of it." The customer's daughter called the emts. The emts obtained a value of hi on the customer meter; the emts meter obtained a value of 35 mg/dl within 10 minutes. Emts treated the customer with honey and two tubes of glucose. Customer was taken to the ER, where he was treated with an IV (unknown contents). Customer was released from the ER after 4 hours. Requested return of suspect device and replacement was sent.